Event description:
Clinical adverse event received for fat pad impingement. Event is serious and is considered mild. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2021, date of event: (B)(6) 2022, (left knee). Treatment: arthroscopy.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence for it cannot be determinate, a depuy's device failure or malfunction, which could contribute to reported event. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2021 the patient had a left cemented total knee arthroplasty to address primary osteoarthritis end-stage left knee. Depuy components were implanted, including depuy patella and depuy cement. On (B)(6) 2022 the patient was noted to have a fat pad impingement. The patient reports feeling pain. Previously the patient had an injection of cortisone in her fat pad.